Manufacturer narrative:
Additional information was received on 13-oct-2023. During another follow-up, the complete resolution of the pericardial effusion could be reconfirmed. Patient¿s height is 180 cm. In addition, the patient age and weight were provided. Therefore, added to a. Patient information section. The investigation was completed on 07-nov-2023. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31090620l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure using qdot micro catheter and experienced pericardial effusion after the procedure that required pericardiocentesis. The procedure was a first do pvi with a qdot micro catheter. After the procedure, the healthcare professional did a routine echo and discovered the patient had a pericardial effusion. A pericardiocentesis was performed to drain the excess fluid from the pericardium. The patient had to be monitored after the adverse event. The patient was submitted to the intensive care unit (ICU). The patient has fully recovered. Physician reported that there were no steam pops or other events that were suspicious of creating a pericardial infusion. Physician¿s opinion is that the adverse event was caused by patient movement during the procedure. Transseptal puncture performed with competitor needle. Impedance values were maximum 31 ohm. On the posterior wall close to the lipv, patient took a deep breath and the force rose to 72g for a short period of time during ablation in qmode +. Correct settings on devices and no error messages observed on equipment during the procedure.